Event description:
It was reported that the patient was still getting the messages that state "cannot provide your desired intensity settings" (oor) despite following the instructions. They recharge twice a day to maintain a higher minimum level of battery. There were no symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d: device information has been updated. Based on the updated device, this event is no longer reportable for the event reported. If further information is received, the event will be re-opened and a supplemental regulatory report will be sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that they recommended additional charging of the stimulator (ins), toggling of settings to try to avoid the oor messages. The issue was not yet resolved.